Event description:
It was reported the patient contacted the helpline to report a leaking PICC at the dressing when flushed. The patient attended facility for assessment, where the external length was measured at 23cm, consistent with the length at insertion. Leakage was observed at the dressing during flushing, and a fracture was identified 5cm from the insertion site. The PICC was subsequently removed. The PICC had been inserted on (B)(6) 2025, with the left cephalic vein accessed and the catheter trimmed to a length of 50cm, secured using a securacath. The PICC was used for a CT scan on (B)(6) 2025. The drug administered was enhurtu. The incident occurred on april 13, 2026. No patient harm was reported, and a new PICC will be required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.